Event description:
Pt contacted hotline from home on (B)(6) 2010 saying that he was experiencing a metal taste in his mouth. Pt had surgery for an inguinal hernia on (B)(6) 2010. Pt denied other side effects but said that metal taste was increasing. Pt placed a call to his physician but had not received a return call. Pt then called I-flow hotline and was instructed to clamp the catheter of which he could not find on the tubing. Since clamping off tubing with a substitute clamp, the metal taste in his mouth had resolved. Pt was advised to go to emergency room so a decision could be made regarding continuance/discontinuance of the pump. Follow-up on (B)(6) 2010 indicated that pt was seen in the emergency room and pump was removed. The metal taste in his mouth had resolved.

Manufacturer narrative:
The device history record was not reviewed. Sample evaluation: received one partially full pump with the catheter attached for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 270 ml for testing. When the pinch clamp was opened, the catheter and pump infused. A flow rate accuracy test was performed and the pump infused within specification.